Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to issue medication and medication orders were not on the patient profile. A technical support specialist (tss) remoted in, found the profile identification was showed as temporary, checked and found in the medbank myqlink that the medication orders were added to different profile instead, contacted pharmacy and confirmed that patient activation could be completed at the machine, with changes handled by the unit manager. The tss then relayed the information to the customer, the user acknowledged and approved case closure, confirming medication was issued after the manager performed an override. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the users were unable to issue medication and medication orders were not on the patient profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.